Manufacturer narrative:
Two 25g needle-pro hypodermic needles were returned for evaluation. Visual inspection showed two open package with fully assembled components inside. There was no visible disconnection from the needles. The product was functionally tested with water. The test showed no leakage was observed at the luer tapers within 30 seconds and no needle detachment was noticed. Based on the evidence, the products were found to be within manufacturing specifications. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. The customer reported that two devices contributed to two reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for each medwatch follow-up. In response to the reports, the following medwatches were submitted: 2183502-2016-01764 & 2183502-2016-01765.

Event description:
Supplier reported on behalf of customer that a 25g needle-pro hypodermic needle detached while removing the safety cap during use. The cannula became loose and it was initially stated that it remained inside the patient. Additional information from the supplier noted the needle was removed by pulling out of the skin from the patient. Patient experienced pain while cannula remained inside the patient. No medical treatment was conducted and no injury was reported.